Event description:
User facility reported device was removed from use with patient when the healthcare provider sustained a needle stick. Additional information regarding events leading up to injury and potential medical intervention provided to heathcare provider have been requested. No response has been provided at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).